Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: june 5, 2023 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received wrapped in gauze. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The plunger rod tip could be observed to be bent, in a way consistent with a plunger rod that was damaged during shipping. The cartridge tip could be observed to have stress marks, which is consistent with a cartridge that was used. The lens module was opened and inspected, revealing no scratches on the module that could indicate that the plunger rod was damaged prior to use. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The amount of viscoelastic residue was inspected, no residue was identified inside of the lens module and residue could be seen dispersed throughout the entire length of the cartridge, revealing that an adequate amount of ovd was used. Visual inspection of the complaint lens revealed that the lens was received coated in viscoelastic residue. The lens was cleaned and, a scratch on the optic of the lens could be observed. No further issues could be identified. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: email address: unknown; requested but not provided. Section e1: telephone number: (B)(6). Section g4: this report is being filed on an international device; tecnis optiblue (B)(4) piece iol with tecnis simplicity, model dcb00v that has a similar device, tecnis (B)(4) piece iol with tecnis simplicity model dcb00 which is distributed in the unites states under PMA p980040. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a crack was identified on the optic of the intraocular lens (iol) after implantation into the eye. The iol was removed and replaced in the same procedure with a back up (model unknown). No incision site expansion, capsular laceration, unscheduled vitrectomy, or sutures were required. There was no reported patient injury or health damage. No additional information was provided.